Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
Rxsight received a report of a bilaterally implanted patient who returned to the clinic after the initial light adjustment complaining of blurry vision. Upon examination, the patient was noted to have chemosis, and was treated with a steroid. However, the patient did not want to wait for their vision to stabilize and eye improve and elected to have the light adjustable lens (lal) explanted from the right eye. The patient is reported to be doing well post-operatively. No additional information has been provided.